Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the bridge sensor had failed because the o ring was missing" was confirmed. The device displays ¿force sensor test¿ during power-up. No additional events are seen in the alarm history. Visual inspection shows a damaged bottom case, cracked top case, and missing plunger head assembly. The probable cause was due to material aging, normal use, and missing parts. Repairs included replacing the top case, bottom case, plunger left case, plunger right case, plunger printed circuit board, force sensor, plunger springs, gear racks, cam, and push block. The leadscrew, coupler, and clutches were also replaced as a preventative measure due to normal wear of the drivetrain. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the bridge sensor had failed because the o-ring was missing. The event occurred during testing. There was no patient involvement.